Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one introducer needle was returned for sample evaluation. Visual, microscopic visual evaluations and functional testing were performed. A crack was observed in the introducer needle hub. Upon microscopic observation of the needle, a crack was observed within one side of the introducer needle hub. An in-house syringe with dye water was attached to the introducer needle hub. Upon infusion, a leak was observed from the needle hub. Aspiration was attempted was unsuccessful as water did not fully return into the attached in-house syringe. The investigation is confirmed for the reported air or gas in device, fracture and suction issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the powerport m.r.I. Isp. During the procedure, it was noted that air was found during blood aspiration and could not be aspirated. It was further reported that the puncture needle was cracked. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the powerport m.r.I. Isp. During the procedure, it was noted that air was found during blood aspiration and could not be aspirated. It was further reported that the puncture needle was cracked. There was no reported patient injury.